Event description:
Pt using parallel bars in physical therapy when left bar suddenly dropped. Pt experienced sudden bend forward and to the left without falling. Pt reported new incidence of pain in low back. Back spasms when transferring to w/c. Denies numbness or tingling in back or legs. Evaluated in ER.